Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a battery failure. No patient harm was reported.

Manufacturer narrative:
On (B)(6) 2017 the field service engineer (fse) confirmed the reported problem. The fse found the charging voltage of 14.8 v, the battery voltage of 4.2 v, the battery can't charge. The fse replaced the battery to resolve this issue.